Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported experiencing therapy issues, noting increased stimulation (which they called "zingers") while in a sitting position. The patient attempted to adjust the settings in group a but they were unable to do so due to connectivity issues. When asked for the event date, patient stated that the issue occurs periodically, with the most recent occurrence happened today. Pt mentioned that they were told by their manufacturer representative (rep) that certain things was going to happen a little bit differently as they were trying to make some adjustment with each group. Patient mentioned they were originally using group c but experienced some issues so they switched to group d, they stayed there for a week, and they felt different sensations. They were then instructed to try group a, which provides more stimulation when in a sitting position. Pt clarified that the increase was nothing major and that at certain points, they would just have to lower the settings. Agent instructed pt to continue working with their rep to further address this issue. Agent attempted to call pt back to obtain the notify date however pt did not answer. Agent left voice mail.